Event description:
I has been less than a year since the knee was last service and a loaner is due to arrive after the (B)(6) 2025 unfortunately the pt has now had several falls due the knee locking and not coming into full extension. I did not see them the first time but the knee was checked and deemed to be functioning correctly. The pt contacted us again with the same issue and I have seen them today, the knee seems to be working correctly and all of the setting seems fine unfortunately the pt is very unhappy and reluctant to use the leg also does not a spare. I have informed the pt that I will contact you guys to see if we can get a knee out asap as they cannot wait 5 weeks. Knee slowly bending and not releasing into swing. Cuts on hands and knee.